Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 24 february 2024, the patient experienced severe acute abdominal pain during the mobilization of the peg tube. On (B)(6) 2024, the patient's abdominal pain resolved. On (B)(6) 2024, the patient's acute abdominal pain returned. On an unknown date, the patient underwent an endoscopy which revealed a bezoar that caused an ulcer in the duodenum due to the j tube decubitus, and burial of the j tube in the intestine. It was reported that the patient's j tube was removed, and the patient was treated with omeprazole every 12 hours. On an unknown date, it was reported that the patient was recovering from the ulcer, and was pain free.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062918. H6 code of 4581 was chosen to capture the event of bezoar , duodenal ulcer, and intestinal perforation are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.